Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2024-07581. It was reported that the patient was experiencing ineffective therapy due to high impedances on their drg leads. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which one lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The report of allegation of high impedance was not confirmed. Analysis of the returned incomplete lead segments exhibit no broken wires and no electrical opens. Product was received incomplete, and the cause of the incident could not be confirmed.